Manufacturer narrative:
The reported event occurred on a cobas taqman analyzer with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed as intended. A review of the data indicated that the reactive hcv result was consistent with a sample at or below the limit of detection (lod) of the assay, where results may fluctuate between reactive and non-reactive. Positive and negative control results were robust and within expected parameters, confirming proper assay performance. Additionally, serology testing for the sample was non-reactive. No product malfunction or adverse event was identified, and the issue was attributed to the sample's viral load being at or below the assay's lod.

Event description:
The initial reporter alleged discrepant results using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas taqman instrument. On (B)(6) 2021, the customer tested a pooled sample, which generated an hiv reactive result with a cycle threshold (CT) value of 40.5. On (B)(6) 2021, the customer resolved the pool into six individual samples. One of the resolved samples generated a hepatitis c virus (hcv) reactive result with a CT value of 44.6. The six samples were repeated on the same day, and all samples generated non-reactive results. Serology testing for the sample was non-reactive. No delay in treatment or harm was reported.